Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("months of pain") and pregnancy with contraceptive device ("pregnancy during essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("months of physical problems") and mental disorder ("months of psychological problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a total abdominal hysterectomy keeping ovaries). Essure was removed. At the time of the report, the pelvic pain, general physical health deterioration and mental disorder outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered general physical health deterioration, mental disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: essure was placed on (B)(6) 2014. But the patient got pregnant on an unknown date and she interrupted voluntarily her pregnancy. Finally after months of pain, physical and psychological problems she underwent a total abdominal hysterectomy keeping ovaries. Currently, she is waiting to underwent medical and clinical tests. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('months of pain'), embedded device ('the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn'), incision site haemorrhage ('suprapubic pain with bleeding from the surgical incision (essure removal)'), procedural pain ('suprapubic pain with bleeding from the surgical incision (essure removal)'), incision site haematoma ('diagnostic hypothesis of haematoma at the site of the surgical wound issued') and incision site inflammation ('inflammation of the surgical wound') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy during essure"). On (B)(6) 2014, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"), 8 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced incision site haemorrhage (seriousness criterion hospitalization) and procedural pain (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced incision site haematoma (seriousness criterion hospitalization) with incision site pain. On (B)(6) 2016, the patient experienced incision site inflammation (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("months of physical problems"), mental disorder ("months of psychological problems"), vulvovaginal pain ("unbearable vaginal pain"), abdominal pain lower ("abdominal pain, cramps") and pain ("physical pain, stabbing sensations"). The patient was hospitalized from (B)(6) 2016 , on (B)(6) 2016 and then on (B)(6) 2016. The patient was treated with analgesics, nsaids and surgery (underwent a total abdominal hysterectomy keeping ovaries, bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the incision site inflammation had resolved. At the time of the report, the pelvic pain, embedded device, device expulsion, incision site haemorrhage, procedural pain, incision site haematoma, general physical health deterioration, mental disorder, vulvovaginal pain, abdominal pain lower and pain outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device expulsion, embedded device, general physical health deterioration, incision site haematoma, incision site haemorrhage, incision site inflammation, mental disorder, pain, pelvic pain, pregnancy with contraceptive device, procedural pain and vulvovaginal pain to be related to essure. The reporter commented: essure was placed on (B)(6) 2014. On (B)(6) 2014, a report was issued by the physician in which it was indicated that the essure device was properly inserted in both fallopian tubes. On (B)(6) 2014, the claimant had a positive pregnancy test result, showing a four week pregnancy. On an unknown date and she interrupted voluntarily her pregnancy. Finally after months of pain, physical and psychological problems she underwent a total abdominal hysterectomy keeping ovaries. Currently, she is waiting to underwent medical and clinical tests. She went to the hospital on (B)(6) 2016 due to suprapubic pain with bleeding from the surgical incision and was discharged on (B)(6) 2016. She went again in the hospital on (B)(6) 2016 due to bleeding from the surgical wound and discharged on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation - on (B)(6) 2015: with methylene blue leakage observed through the left fallopian tube, right fallopian tube not patent.. Hysterosalpingogram - on (B)(6) 2014: a triangular endometrial cavity with no filling defects is observed. The left fallopian tube is filled with contrast agent, which passes to the peritoneum. The essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus; the distal end is in the pelvic cavity so the device has probably migrated. The right fallopian tube is not filled with contrast agent during the study, although there is some anomaly in the positioning of the device markers since the proximal marker of the outer coil is not in line with the rest and is located at the beginning of the fallopian tube. This is probably a case of the device becoming uncoupled although at the present time the device is functional since the right tube is not patent.; on (B)(6) 2015: right fallopian tube shows negative contrast results; positioning anomaly is found. Querying whether the device has become uncoupled. Laparoscopy - on (B)(6) 2015: uterus of normal size and shape. Ovaries normal. Left fallopian tube normal, right fallopian tube normal. Right essure observed to have migrated, partially adhered to right fallopian tube. Pregnancy test - on (B)(6) 2014: positive, showing 4-week pregnant.; on (B)(6) -2015: negative. Most recent follow-up information incorporated above includes: on 26-apr-2021: lab data, pregnancy start date, events embedded device, post procedural pain and haemorrhage, incision site haematoma, inflammation of wound, vulvovaginal pain, abdominal pain lower, pain, date explanted added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('months of pain'), embedded device ('the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn'), incision site haemorrhage ('suprapubic pain with bleeding from the surgical incision (essure removal)'), procedural pain ('suprapubic pain with bleeding from the surgical incision (essure removal)'), incision site haematoma ('diagnostic hypothesis of haematoma at the site of the surgical wound issued') and incision site inflammation ('inflammation of the surgical wound') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy during essure"). On (B)(6) 2014, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"), 8 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced incision site haemorrhage (seriousness criterion hospitalization) and procedural pain (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced incision site haematoma (seriousness criterion hospitalization) with incision site pain. On (B)(6) 2016, the patient experienced incision site inflammation (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("months of physical problems"), mental disorder ("months of psychological problems"), vulvovaginal pain ("unbearable vaginal pain"), abdominal pain lower ("abdominal pain, cramps") and pain ("physical pain, stabbing sensations"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 , on (B)(6) 2016 and then on (B)(6)2016. The patient was treated with analgesics, nsaids and surgery (underwent a total abdominal hysterectomy keeping ovaries, bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the incision site inflammation had resolved. At the time of the report, the pelvic pain, embedded device, device expulsion, incision site haemorrhage, procedural pain, incision site haematoma, general physical health deterioration, mental disorder, vulvovaginal pain, abdominal pain lower and pain outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device expulsion, embedded device, general physical health deterioration, incision site haematoma, incision site haemorrhage, incision site inflammation, mental disorder, pain, pelvic pain, pregnancy with contraceptive device, procedural pain and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was placed on (B)(6) 2014. On (B)(6)2014, a report was issued by the physician in which it was indicated that the essure device was properly inserted in both fallopian tubes. On (B)(6) 2014, the claimant had a positive pregnancy test result, showing a four week pregnancy.on an unknown date and she interrupted voluntarily her pregnancy. Finally after months of pain, physical and psychological problems she underwent a total abdominal hysterectomy keeping ovaries. Currently, she is waiting to underwent medical and clinical tests. She went to the hospital on (B)(6) 2016 due to suprapubic pain with bleeding from the surgical incision and was discharged on (B)(6) 2016. She went again in the hospital on (B)(6) 2016 due to bleeding from the surgical wound and discharged on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation - on (B)(6) 2015: with methylene blue leakage observed through the left fallopian tube, right fallopian tube not patent. Hysterosalpingogram - on (B)(6) 2014: a triangular endometrial cavity with no filling defects is observed. The left fallopian tube is filled with contrast agent, which passes to the peritoneum. The essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus; the distal end is in the pelvic cavity so the device has probably migrated. The right fallopian tube is not filled with contrast agent during the study, although there is some anomaly in the positioning of the device markers since the proximal marker of the outer coil is not in line with the rest and is located at the beginning of the fallopian tube. This is probably a case of the device becoming uncoupled although at the present time the device is functional since the right tube is not patent.; on (B)(6) 2015: right fallopian tube shows negative contrast results; positioning anomaly is found. Querying whether the device has become uncoupled. Laparoscopy - on (B)(6) 2015: uterus of normal size and shape. Ovaries normal. Left fallopian tube normal, right fallopian tube normal. Right essure observed to have migrated, partially adhered to right fallopian tube. Pregnancy test - on (B)(6) 2014: positive, showing 4-week pregnant.; on (B)(6) 2015: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("months of pain"), embedded device ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"), device breakage ("the two essure fragments extracted from the right tube"), abortion induced ("therapeutic abortion"), incision site haemorrhage ("suprapubic pain with bleeding from the surgical incision (essure removal)"), procedural pain ("suprapubic pain with bleeding from the surgical incision (essure removal)"), incision site haematoma ("diagnostic hypothesis of haematoma at the site of the surgical wound issued") and incision site inflammation ("inflammation of the surgical wound") in a 40 year-old female patient who had essure inserted (lot no. B04949, b44010) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of uterine cervical pain. Concurrent conditions were listed as fibromyalgia, nickel allergy, tendinitis, tendon pain, cervicitis, lumbar pain, myofascial pain syndrome, galactorrhea, carpal tunnel release and syncope vasovagal. Concomitant products included pethidine for pelvic pain since 01-apr-2019, tramadol since 2019, naproxen for arthralgia since october 2017, deprax [fluoxetine hydrochloride] for arthralgia since (B)(6) 2016, diliban (paracetamol;tramadol hydrochloride) since (B)(6) 2016, duloxetine since 2016 and omeprazole since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pregnancy with contraceptive device ("pregnancy during essure"). On (B)(6) 2014 she experienced embedded device (seriousness criterion medically important) and device expulsion ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"). On (B)(6) 2016 she experienced incision site haemorrhage (seriousness criterion hospitalisation) and procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced incision site haematoma (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced incision site inflammation (seriousness criterion hospitalisation). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), incision site pain ("pain at the site of the surgical wound"), general physical health deterioration ("months of physical problems"), mental disorder ("months of psychological problems"), vulvovaginal pain ("unbearable vaginal pain"), abdominal pain lower ("abdominal pain, cramps") and pain ("physical pain, stabbing sensations") and underwent abortion induced (seriousness criterion medically important). The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016, from (B)(6) 2016 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with analgesics and nsaids as well as surgery (underwent a total abdominal hysterectomy keeping ovaries, bilateral salpingectomy). On (B)(6) 2016, the incision site inflammation had resolved. At the time of the report, the pregnancy with contraceptive device had resolved. The outcomes for pelvic pain, embedded device, device breakage, incision site haemorrhage, procedural pain, incision site haematoma, device expulsion, general physical health deterioration, mental disorder, vulvovaginal pain, abdominal pain lower and pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as a therapeutic abortion. The delivery occurred on an unknown date. The reporter considered abdominal pain lower, abortion induced, device breakage, device expulsion, embedded device, general physical health deterioration, incision site haematoma, incision site haemorrhage, incision site inflammation, incision site pain, mental disorder, pain, pelvic pain, pregnancy with contraceptive device, procedural pain and vulvovaginal pain to be related to essure administration. The reporter commented: essure was placed on (B)(6) 2014. On (B)(6) 2014, a report was issued by the physician in which it was indicated that the essure device was properly inserted in both fallopian tubes. On (B)(6) 2014, the claimant had a positive pregnancy test result, showing a four week pregnancy.on an unknown date and she interrupted voluntarily her pregnancy. Finally after months of pain, physical and psychological problems she underwent a total abdominal hysterectomy keeping ovaries. Currently, she is waiting to underwent medical and clinical tests. She went to the hospital on (B)(6) 2016 due to suprapubic pain with bleeding from the surgical incision and was discharged on (B)(6) 2016. She went again in the hospital on (B)(6) 2016 due to bleeding from the surgical wound and discharged on (B)(6) 2016. Bilateral essure placement via hysteroscopic, with difficult insertion into the internal cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2023: nickel sulfate +++ very strong positive reaction [chromopertubation] on (B)(6) 2015: with methylene blue leakage observed through the left fallopian tube, right fallopian tube not patent. [Computerised tomogram] on (B)(6) 2019: abdominopelvic CT was performed after the administration of intravenous contrast. Gallbladder, pancreas, spleen, kidneys and adrenals without findings. The intestinal loops are of normal caliber. No free fluid is evident. No notable adenopathic growths. Hysterectomy. No evidence of notable bone lesions, only sclerosis of the lower plate d12, possibly degenerative. Sacralization of l5. [Haematology test] on (B)(6) 2016: 11.73 x10e3/ul & 8.70 [hysterosalpingogram] on (B)(6) 2014: a triangular endometrial cavity with no filling defects is observed. The left fallopian tube is filled with contrast agent, which passes to the peritoneum. The essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus; the distal end is in the pelvic cavity so the device has probably migrated. The right fallopian tube is not filled with contrast agent during the study, although there is some anomaly in the positioning of the device markers since the proximal marker of the outer coil is not in line with the rest and is located at the beginning of the fallopian tube. This is probably a case of the device becoming uncoupled although at the present time the device is functional since the right tube is not patent.; on 04-mar-2015: right fallopian tube shows negative contrast results; positioning anomaly is found. Querying whether the device has become uncoupled [laparoscopy] on (B)(6) 2015: uterus of normal size and shape. Ovaries normal. Left fallopian tube normal, right fallopian tube normal. Right essure observed to have migrated, partially adhered to right fallopian tube [magnetic resonance imaging] on (B)(6) 2016: mild degenerative changes located at the level of c5- c6 with a decrease in the height of the intervertebral disc and central posterior osteophytosis without evidence of involvement of the foramina in conjunction. [Pathology test] on (B)(6) 2015: no evidence of malignancy. Cytological changes of probable reactive/regenerative nature are identified at the epithelial level. Left fallopian tube: no evidence of malignancy. Cytological changes of probable reactive/regenerative nature are identified at the epithelial level. 1. Right tube: salpingectomy surgical piece divided into two fragments, identifying the fimbrial portion in one of them, and measuring 2.2x0.6 cm. The other fragment shows a tubular appearance and measures 1.2x0.6 c. In section, they do not present notable alterations. 2. Left trunk: two fragments are received in the same jar, one of them is identified as what appears to correspond to a fimbrial portion. They measure respectively 2x0.6 and 4.7x0.6 cm. The two essure fragments extracted from the right tube measured a total of 3.4 cm (2.2+0.6 and 1.2x0.6 cm). The essure device in its ordinary form measures 4 cm long. Therefore, 0.6 cm were missing. Of device. The two essure fragments extracted from the left tube measured a total of 6.7 cm (2x0.6 and 4.7x0.6 cm), so the device was extracted by pulling it and deforming it [pregnancy test] on (B)(6) 2014: positive, showing 4-week pregnant.; on (B)(6) 2015: negative [ultrasound scan] on (B)(6) 2013: :several small cystic formations (the largest measuring 1.6cm) suggestive of follicular cysts are seen in the right ovary. Minimal free fluid in pounch of douglas; on (B)(6) 2013: uterus with a nodule of approximately 10mm located on the anterior surface, suggestive of myoma.; on (B)(6) 2014: anteverted uterus measuring 69*41 mm, endometrium 12.6 mm, od 27*19 mm, le 19*16 mm, norm inserted essure device in both tubes, both ovaries with normal ultrasound appearance; on (B)(6) 2016: suede uterus measuring 70x38 mm. Endometrium 8.9 mm. Normoinserted left essure device. Oi 18x14mm od 21x8.6 mm. Both ovaries were sonographically normal.; (date unknown): anteverted uterus measuring 69*41 mm, endometrium 12.6 mm, od 27*19 mm, le 19*16 mm, normal essure device inserted in both tubes, both ovaries with normal ultrasound appearance [x-ray] on (B)(6) 2015: narrowing of the disc space, slight subchondral sclerosis and incipient marginal osteophyte formations at the level of c5-c6. Lot number: b04949 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016 lot number: b44010 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016 . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("months of pain"), embedded device ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"), device breakage ("the two essure fragments extracted from the right tube"), abortion induced ("therapeutic abortion"), incision site haemorrhage ("suprapubic pain with bleeding from the surgical incision (essure removal)"), procedural pain ("suprapubic pain with bleeding from the surgical incision (essure removal)"), incision site haematoma ("diagnostic hypothesis of haematoma at the site of the surgical wound issued") and incision site inflammation ("inflammation of the surgical wound") in a 40 year-old female patient who had essure inserted (lot no. B44010, b04949) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of uterine cervical pain. Concurrent conditions were listed as fibromyalgia, nickel allergy, tendinitis, tendon pain, cervicitis, lumbar pain, myofascial pain syndrome, galactorrhea, carpal tunnel release and syncope vasovagal. Concomitant products included pethidine for pelvic pain since 01-apr-2019, tramadol since 2019, naproxen for arthralgia since october 2017, deprax [fluoxetine hydrochloride] for arthralgia since 22-aug-2016, diliban (paracetamol;tramadol hydrochloride) since 22-aug-2016, duloxetine since 2016 and omeprazole since 2015. On 14-feb-2014, the patient had essure inserted. In june 2014 she experienced pregnancy with contraceptive device ("pregnancy during essure"). On 03-nov-2014 she experienced embedded device (seriousness criterion medically important) and device expulsion ("the essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus,essure appears to be in myometrial wall, near the subserosa, towards the left horn"). On 13-feb-2016 she experienced incision site haemorrhage (seriousness criterion hospitalisation) and procedural pain (seriousness criterion hospitalisation). On 16-feb-2016 she experienced incision site haematoma (seriousness criterion hospitalisation). On 26-feb-2016 she experienced incision site inflammation (seriousness criterion hospitalisation). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), incision site pain ("pain at the site of the surgical wound"), general physical health deterioration ("months of physical problems"), mental disorder ("months of psychological problems"), vulvovaginal pain ("unbearable vaginal pain"), abdominal pain lower ("abdominal pain, cramps") and pain ("physical pain, stabbing sensations") and underwent abortion induced (seriousness criterion medically important). The patient was hospitalised from 13-feb-2016 to 14-feb-2016, from 16-feb-2016 for an unknown duration and from 26-feb-2016 for an unknown duration. The patient was treated with analgesics and nsaids as well as surgery (underwent a total abdominal hysterectomy keeping ovaries, bilateral salpingectomy). On 07-mar-2016, the incision site inflammation had resolved. At the time of the report, the pregnancy with contraceptive device had resolved. The outcomes for pelvic pain, embedded device, device breakage, device expulsion, incision site haemorrhage, procedural pain, incision site haematoma, general physical health deterioration, mental disorder, vulvovaginal pain, abdominal pain lower and pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as a therapeutic abortion. The delivery occurred on an unknown date. The reporter considered abdominal pain lower, abortion induced, device breakage, device expulsion, embedded device, general physical health deterioration, incision site haematoma, incision site haemorrhage, incision site inflammation, incision site pain, mental disorder, pain, pelvic pain, pregnancy with contraceptive device, procedural pain and vulvovaginal pain to be related to essure administration. The reporter commented: essure was placed on 14-feb-2014. On 20 may 2014, a report was issued by the physician in which it was indicated that the essure device was properly inserted in both fallopian tubes. On 1 july 2014, the claimant had a positive pregnancy test result, showing a four week pregnancy.on an unknown date and she interrupted voluntarily her pregnancy. Finally after months of pain, physical and psychological problems she underwent a total abdominal hysterectomy keeping ovaries. Currently, she is waiting to underwent medical and clinical tests. She went to the hospital on 13-feb-2016 due to suprapubic pain with bleeding from the surgical incision and was discharged on 14-feb-2016. She went again in the hospital on 07-mar-2016 due to bleeding from the surgical wound and discharged on 08-mar-2016. Bilateral essure placement via hysteroscopic, with difficult insertion into the internal cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on 18-apr-2023: nickel sulfate +++ very strong positive reaction [chromopertubation] on 04-mar-2015: with methylene blue leakage observed through the left fallopian tube, right fallopian tube not patent. [Computerised tomogram] on 30-apr-2019: abdominopelvic CT was performed after the administration of intravenous contrast. Gallbladder, pancreas, spleen, kidneys and adrenals without findings. The intestinal loops are of normal caliber. No free fluid is evident. No notable adenopathic growths. Hysterectomy. No evidence of notable bone lesions, only sclerosis of the lower plate d12, possibly degenerative. Sacralization of l5. [Haematology test] on 09-feb-2016: 11.73 x10e3/ul & 8.70 [hysterosalpingogram] on 03-nov-2014: a triangular endometrial cavity with no filling defects is observed. The left fallopian tube is filled with contrast agent, which passes to the peritoneum. The essure device is not found inside the fallopian tube but is projecting from the proximal portion of the tube above the uterus; the distal end is in the pelvic cavity so the device has probably migrated. The right fallopian tube is not filled with contrast agent during the study, although there is some anomaly in the positioning of the device markers since the proximal marker of the outer coil is not in line with the rest and is located at the beginning of the fallopian tube. This is probably a case of the device becoming uncoupled although at the present time the device is functional since the right tube is not patent.; on 04-mar-2015: right fallopian tube shows negative contrast results; positioning anomaly is found. Querying whether the device has become uncoupled [laparoscopy] on 04-mar-2015: uterus of normal size and shape. Ovaries normal. Left fallopian tube normal, right fallopian tube normal. Right essure observed to have migrated, partially adhered to right fallopian tube [magnetic resonance imaging] on 27-oct-2016: mild degenerative changes located at the level of c5- c6 with a decrease in the height of the intervertebral disc and central posterior osteophytosis without evidence of involvement of the foramina in conjunction. [Pathology test] on 12-mar-2015: no evidence of malignancy. Cytological changes of probable reactive/regenerative nature are identified at the epithelial level. Left fallopian tube: no evidence of malignancy. Cytological changes of probable reactive/regenerative nature are identified at the epithelial level. 1. Right tube: salpingectomy surgical piece divided into two fragments, identifying the fimbrial portion in one of them, and measuring 2.2x0.6 cm. The other fragment shows a tubular appearance and measures 1.2x0.6 c. In section, they do not present notable alterations. 2. Left trunk: two fragments are received in the same jar, one of them is identified as what appears to correspond to a fimbrial portion. They measure respectively 2x0.6 and 4.7x0.6 cm. The two essure fragments extracted from the right tube measured a total of 3.4 cm (2.2+0.6 and 1.2x0.6 cm). The essure device in its ordinary form measures 4 cm long. Therefore, 0.6 cm were missing. Of device. The two essure fragments extracted from the left tube measured a total of 6.7 cm (2x0.6 and 4.7x0.6 cm), so the device was extracted by pulling it and deforming it [pregnancy test] on 01-jul-2014: positive, showing 4-week pregnant.; on 04-mar-2015: negative [ultrasound scan] on 01-feb-2013: :several small cystic formations (the largest measuring 1.6cm) suggestive of follicular cysts are seen in the right ovary. Minimal free fluid in pounch of douglas; on 23-may-2013: uterus with a nodule of approximately 10mm located on the anterior surface, suggestive of myoma.; on 20-may-2014: anteverted uterus measuring 69*41 mm, endometrium 12.6 mm, od 27*19 mm, le 19*16 mm, norm inserted essure device in both tubes, both ovaries with normal ultrasound appearance; on 12-feb-2016: suede uterus measuring 70x38 mm. Endometrium 8.9 mm. Normoinserted left essure device. Oi 18x14mm od 21x8.6 mm. Both ovaries were sonographically normal.; (date unknown): anteverted uterus measuring 69*41 mm, endometrium 12.6 mm, od 27*19 mm, le 19*16 mm, normal essure device inserted in both tubes, both ovaries with normal ultrasound appearance [x-ray] on 18-jun-2015: narrowing of the disc space, slight subchondral sclerosis and incipient marginal osteophyte formations at the level of c5-c6. The most recent follow-up information incorporated above includes data received on: 22-jan-2024: medical record received. Event device breakage added. Lot number added. Medical history, lab data , concomitant drugs added. Reporter information updated. Pregnancy outcome changed to therapeutic abortion & added as an event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.